Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the piston on the pump did not fully retract and due to customer use error and the cartridge could not be loaded onto the pump. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated bg was address by manual correction injection. Customer was educated about the proper load technique and customer was able to load the cartridge and resumed insulin delivery.